Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history records cannot be completed, as a lot # was not provided for this incident. Conclusion: without a sample an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that a consumer was using a bd micro-fine insulin pen needle to inject his penis. Before injecting himself, the consumer identified that there was no abnormality with the needle. He started the injection but was unable to complete it and upon removal of the needle, he noticed that the needle was bent. The consumer then straightened the needle and attempted a second injection. When he removed the needle from his penis the second time, the needle had broken off and remain in the injection site. The consumer went to a health clinic for assistance. The specific medical and/or surgical intervention(s) provided to the consumer is (are) unk, but it was reported that the broken needle was removed.

Event description:
Additional information: the patient was placed under general anesthesia by his urologist and the broken needle was removed from his penis surgically.